Manufacturer narrative:
Product event summary: the battery (bat555504) was not returned for evaluation. Log file analysis revealed that the controller, con305454, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm on may 26, 2018 triggered by bat555504 with relative state of charge below 10%. As a result, the reported "critical battery" event was confirmed. Log file analysis revealed that the battery discharged as expected; however, premature power switching events due to momentary disconnections were recorded involving bat555504. As, a result, the reported power consumption could not be confirmed. The observed power switching was most likely perceived by the patient as the reported power consumption. The most likely root cause of the power switching event can be attributed momentary disconnections between the controller and battery. There is an internal investigation for momentary disconnections. The most likely root cause of the critical battery alarms can be attributed to the battery depleting below 10%. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery had a short battery life. Log file review confirmed a critical battery alarm on (B)(6) 2018. The battery is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.